Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model ec500f filter perforated. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) lbs.